Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015 product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had communication and telemetry issues as well as coupling issues. The patient also experienced a shocking or jolting sensation and their device had turned off by itself on several occasions. Both leads had also migrated from their original implant. The system was implanted in an occipital nerve stimulation placement. Impedance testing was performed and the device was replaced due to these issues. The patient was doing well and receiving effective therapy after the replacement.